Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012529000 was returned and analyzed. Visual inspection of the shaft and handle area was performed. The tip of the sheath was intact with no anomalies. The inspection identified a kink at the side port tube. The native dilator was not returned with the sheath. The steering mechanism and deflection test were performed; no anomalies was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issues. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07313 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01248 psig and in an acceptable range. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath; however, the reported side port tubing kink was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the introduction of a balloon catheter for a cardiac ablation procedure using the cryotherapy system, air bubbles were observed in the sheath. The catheter was introduced three times while aspirating, and due to the significant number of air bubbles, it was removed and reintroduced until no bubbles were detected, allowing the procedure to be completed. Additionally, it was noted that the side port of the sheath was kinked, potentially due to its position below the table during the procedure, which may have caused it to be pressed and kinked. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.